Event description:
An endurant stent graft system was implanted for the emergent endovascular treatment of an abdominal aortic aneurysm. Vessel morphology at the time of implant is unknown. It was reported that six months post index procedure the patient presented emergently. The patient recently received 5 units of blood, there was bleeding in the abdomen which was related to dic. The physician elected to perform an angiogram that revealed the there was a large distal type I leak on the ipsilateral side. It was reported that the right common iliac artery was extremely short in length. The physician elected to bilaterally coil the hypogastric arteries (although the right hypogastric artery continues to fill) and plans were made to extend the right side distal to the hypogastric. An endurant 16x10x156mm contralateral limb was planned to be deployed just opposite to the distal end to the contra gate. During deployment, the graft was inadvertently pulled down but landed approximately 2cm above what appears to be the previously placed 20 mm iliac extension. After ballooning with a reliant balloon, the distal type I endoleak remained although drastically reduced (right hypogastric continues to fill). An endurant 24x24x82mm iliac extension was then implanted at the level of the flow divider and extended distally into the proximal portion of the endurant 16x10x156mm graft. The entire right limb was then ballooned. The final angiogram revealed a persistent distal type I leak with what appears to be antegrade filling of the right hypogastric artery. The endoleak was smaller than before and the decision was made to stop the procedure. The physician stated that after the dic was resolved the alleged type I endoleak was resolved with no further intervention. No additional clinical sequelae were reported and the patient is fine. The exact date of implant is unknown.

Manufacturer narrative:
(B)(4). Evaluation results and conclusions: (endoleak). (Anatomy related; extremely short iliac seal and persistent distal type I e ndoleak likely due to antegrade filling from the coiled right hypogastric).